Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging headache, pain on side of liver, difficulty in breathing, tired, cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged headache, pain on side of liver, difficulty in breathing, tired, cough. There was no report of serious or permanent harm or injury.   The device was returned to the manufacturer's service center for further evaluation.  The device was evaluated. Powered up the device using a known good power supply and power cord, confirmed airflow, a known good heated tube heats, and the heater plate heats. Review of the error logs shows no errors were logged. During the investigation,manufacturer observed an unknown dark dust contaminant inside the iso port of the rear panel and inside the air inlet of the blower box. Evidence of liquid ingress to the p4 was observed due to corrosion of the p4. Inv1023 addresses the issue of liquid ingress to the p4. An unknown dust contaminant was present on the front panel, on the blower cap, blower, blower seal, and blower box. An observation was made that one of the blower isolators was not present on the blower and located inside the blower box. Evidence of liquid ingress with contaminant consistent with mineral deposits was observed on the blower, blower seal, and blower box. Two of the blower screws were observed to be corroded. An unknown contaminant and dust contaminant was observed to the bottom enclosure, and inside the air outlet of the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. During the investigation of the humidifier, manufacturer observed an unknown dust contaminant in the water tank. The flip lid seal was observed to have not been seated correctly onto the lid. An unknown dust contaminant was observed on the flip lid seal and on the dry box seal. An unknown contaminant was observed on the dry box. The bottom of the humidifier enclosure appeared to have a crack in it on the inside of where the back panel screw is placed. An observation was made that the back panel screw boss was corroded from possible liquid ingress. The back panel was not able to be removed due to the corroded screw boss, however, an observation was able to be made that the back panel clips were broken, which results in the flip lid not being able to be closed properly. The bottom enclosure plate screws were observed to be corroded, and the bottom cover had cracks where the screws would be placed. An unknown contaminant was observed on the bottom enclosure plate, and an unknown dust contaminant was observed on the heater plate. Manufacturer confirmed no presence of degraded sound abatement foam.